Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there were no issues with the delivery catheter system (dcs). A post-dilation, which required a non-medtronic sheath exchange, was performed. The reason for the post dilation was for expansion issues. When closing the femoral access, the non-medtronic closure devices failed. An unspecified vascular complication occurred due to the failed closure devices which required vascular repair surgery. As reported, although not confirmed, the exchanging of the non-medtronic sheaths for the post-dilation may have contributed to the closure device failure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.